Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿altered lymph nodes¿, ¿changed lymph nodes¿, ¿inflammation in the left breast due to silicone bleeding¿; capsular contracture baker grade iii; ¿silicone bleeding.¿

Event description:
Patient reported left side silicone bleeding, changed lymph nodes and capsular contracture, baker grade iii with waterfall phenomenon diagnosed by ultrasound and also mentioned about the recall. The device remains implanted.

Event description:
Patient later reported "capsular contracture baker v", "chronically inflamed to the side", "skeletal muscles", "necrotic tissue" and "due to the major surgery of over 4 hours, I had to be inpatient." The device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2098898. The search criteria of this query are mentioned in procedure qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050403 gel leak. Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ polymyositis: unable to observe as it is not related to the manufacturing process. ¿ necrosis: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "silicone bleeding, changed lymph nodes and capsular contracture, baker grade iii with waterfall phenomenon" diagnosed by ultrasound and also mentioned about the recall. Patient later reported "capsular contracture baker v", "chronically inflamed to the side", "skeletal muscles", "necrotic tissue" and "due to the major surgery of over 4 hours, I had to be inpatient". Healthcare professional later reported "capsular contracture baker grade IV and waterfall phenomenon". This record is for the left side. The device was explanted.